Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields d9, h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the reported failure mode/identified defect(s) can be attributed to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the color ring of the rigid endoscope telescope had fallen off. It is unknown when the issue occurred. There were no reports of patient harm.